Event description:
It was reported that the implanted device is extruding through the skin. The surgeon wants to explant before the skin is damaged. Follow-up info received indicates that there was no explantation, however, the affected area was cleaned and the device was then anchored with sutures.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.